Event description:
It was reported to philips that the exposure was not possible. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was during coronary treatment/procedure. The treatment was completed with some delay during system reset. It was reported to philips that the system was unable to perform exposures. Review of the log files shows tube arcing. Upon troubleshooting rse suspected a connection issue at the tube housing with the high-voltage cables, potentially causing tube arcing. Rse advised the on-site clinical engineering team to inspect the tube connections. The customer called back and stated that they were still experiencing exposure failures after cleaning the high-tension candle sticks, and they did not see the point in re-adapting the x-ray tube. To resolve the issue, rse recommended the customer to check the high-tension cables and pins, applying silicon paste to the ht candles, performing an x-ray tube adaptation procedure, checking the filament inductance, and potentially trying new frontal kv/ma unit if necessary. After recommending the customer, no callbacks were received from the customer as well as no recurrence was observed. The codes were updated based on the investigation outcome. The evaluation method code was corrected.